Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110 - over voltage cleared no energy) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to a thermally damaged capacitor (c10) on the computer/analog board. The root cause for the thermally damaged capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving service code 110 (over voltage cleared no energy).